Manufacturer narrative:
Citation: saji et al. Transcatheter aortic valve replacement in patients with extremely severe aortic stenosis. Int j cardiol. 2021 apr 15;329:162-166. Doi: 10.1016/j.ijcard.2020.12.080. Epub 2021 jan 5. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve replacement (tavr) in patients with extremely severe aortic stenosis. All data were collected from a single center between 2013 and 2020. The initial study population included 913 tavr patients (predominantly female, mean age 85 years). However, the study inclusion criteria reduced that study population to 683 patients who were then sorted into three groups based on peak aortic jet velocity (vmax) values. Multiple manufacturer¿s transcatheter aortic valves were utilized in the study; an unspecified number of those valves were medtronic evolut pro valves (unique device identifier numbers not provided). Among all patients, the 30-day mortality rate was 0.2% in vmax 4.0-5.0 group and 0.3% in the vmax 5.0-6.0 group, which corresponds approximately to a total of two patient deaths. The circumstances of the deaths were not disclosed, and no correlation was made between medtronic product and the deaths. Based on the available information medtronic product was not directly associated with the dea th(s). Among all patients, adverse events included: stroke, complete heart block (chb) requiring permanent pacemaker, and mild to severe paravalvular leak (pvl). Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.